Manufacturer narrative:
Insulin pump passed the displacement, unexpected restart error test and self test. No unexpected restart alarm and no unexpected battery power loss anomaly noted during test. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level over 544 mg/dl. Customer did not troubleshoot their high blood glucose reading. Customer reported restarting and power loss issue. The issue was not resolved. The insulin pump will be returning for analysis.